Event description:
During the assessment and treatment of critically ill pt, lifepak number (B)(4) stopped working. Initially at the beginning of the call when the monitor was turned on, it appeared to be working properly. As the call progressed and ems began using more functions on the lifepak, it was found that they worked initially but stopped working in the middle of the call. Note: MFR was put on notice on may 23, 2019.